Event description:
It was reported that the dignishield was unable to deflate or remove since the inflation port was detached. The dignishield has been insitu for one week. It was later reported from the international business center (ibc) representative on (B)(6)2018 , the dignishield was successfully removed, however there was some bleeding. It was later reported from the ibc representative on (B)(6)2018 , the patient required blood transfusions and embolising to stop the bleeding.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the bard® dignishield® stool management system (sms) with odor barrier properties is intended for fecal management by diverting and collecting liquid or semi-liquid stool to minimize skin contact in bedridden patients and to provide access for the administration of medications. Adult use only. Device description: the bard® dignishield® sms device consists of a catheter tube assembly, a collection bag (figure 1), a 60ml syringe, a syringe of lubricating jelly and a biological odor eliminator. The device has no components made of natural rubber latex. Figure 1 ¿ catheter tube assembly and collection bag contents: ¿ catheter tube assembly (figure 1 includes collection bag) ¿ collection bag ¿ 60ml syringe ¿ lubricating jelly syringe (10ml) ¿ instructions for use ¿ 1 bottle (1oz) of medi-aire¿ biological odor eliminator ¿ tube clamp the bard® dignishield® sms catheter tube assembly consists of a catheter body and collection bag assembly that is primarily constructed of a proprietary copolymer material called permalene¿, bonded to a low-pressure retention cuff and trans-sphincteric zone (tsz) primarily constructed of silicone material. The permalene¿ catheter and collection bag material is designed to minimize permeation of gas and water vapor. The low-pressure retention cuff is designed to retain the device in the rectum. The tube opening at the cuff`along the drainage tube are three lumens, each with a separate access port. The green inflation port (¿inf(45ml)¿) is used to inflate/deflate the cuff. The clear irrigation port (¿irrig¿) is used to infuse water at the end of the retention cuff and to provide access for the administration of medication. The purple flush port (¿flush¿) is used to infuse water through slits for the entire length of the drainage tube to assist drainage of fecal matter. (Figure 2) a sample port on the drainage tube allows for the collection of stool samples through a slip-tip syringe. A piston valve connector located on the end of the drainage tube of the catheter attaches to the collection bag hub socket. When the collection bag is disengaged from the catheter, the catheter and bag automatically close to prevent spillage. A bag cap is provided to secure the contents of the collection bag when the catheter is removed. The 60 ml syringe and lubricating jelly syringe are used in the preparation and use of the catheter. The medi-aire¿ biological odor eliminator may be used as an air freshener in the room. Do not spray on patient or device. The tube clamp is used to retain medication during administration of medication." Patient code: (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.the device was not returned.

Event description:
It was reported that the dignishield was unable to deflate or remove due to the inflation port was detached. The dignishield has been insitu for one week. It was later reported from the (B)(6) representative on 4-dec-18, the dignishield was successfully removed; however, there was some bleeding. It was later reported from the (B)(6) representative on 10-dec-18, the patient required blood transfusions and embolising to stop the bleeding.